Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and granuloma.

Event description:
Patient reported, left-side. "Little lumps and very afraid." Additionally, patient reported extreme pain and had swelling. Later, patient reported, granuloma and skin rash. The patient report of "headaches, memory loss, fatigue, brain fog" were deemed not device related. Healthcare professional reported, capsular contracture, baker grade IV and exchange from textured to smooth due to the concerns of the product." The device has been explanted.